Manufacturer narrative:
Additional info: device not returned; however, a sample was returned for eval. An aliquot of the discrepant sample has been received and testing of this sample is in process. The prism htlv-I/htlv-ii list 6e50 package insert states in the specimen collection and preparation for analysis section, that some specimens that have undergone multiple freeze thaw cycles or have been store for prolonged periods may give erroneous or inconsistent test results. The sample for which the discrepant test result was observed had been stored frozen since 2006 and the number or freeze/thaw cycles was unknown. Evaluation: this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer generated a discrepant pt result between the abbott prism htlv-I/htlv-ii assay and the abbott htlv-l/ii eia. The donor sample tested non-reactive with prism htlv-l/htlv-ii in 2008, with an aliquot from a blood collection bag that was stored frozen. A serum sample from this donor previously tested repeat reactive in 2006 with abbott htlv-I/ii eia. The sample also tested htlv-1 positive by western blot in 2006. The customer was performing validation testing on the prism analyzer. There was no impact to pt management.